Event description:
A peritoneal dialysis nurse reports a pt was admitted to the hospital on (B)(6) 2014 with complaints of nausea, vomiting, and abdominal pain. Peritoneal dialysate cultures were negative for peritonitis. The pt received gentamycin and vancomycin; dose and route unknown, during the hospital admission prophylactically. As of (B)(6) 2014, the pt was discharged from the hospital, her symptoms of abdominal pain, nausea, and vomiting have resolved, and the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issues.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and investigations are pending. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.